Event description:
When attempting to use femoral arterial line kit, the wire was "checked" and noted to be "kinked" and contorted in a "z" shape prior to insertion (never came in contact with patient).